Manufacturer narrative:
The adapter (serial number: unknown) conductor was broken less than 5 cm from the proximal end. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The serial and lot numbers were unknown. The implant date was unknown. No further complications were reported as a result of this event.

Manufacturer narrative:
Other relevant device: product ID: 64001, serial/lot #: unknown. All codes are related to pli 10, the pocket adapter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia. It was reported that there was high impedance in the #2 electrode of the right circuit (unipolar: c&2 >40,000ohms) was indicated. To determine the cause of the high impedance (fracture) of the right circuit, the impedance of each connection was measured from the lower part towards the upper part. Normal impedance of the dbs lead and extension was indicated, therefore, the pocket adapter part was determined to be the cause of the high impedance. The pocket adapter was replaced and the impedance of the right circuit returned to normal. Device settings were noted as: amplitude was at 3.6 v, pulse width was at 120 us, the rate was 135 hz/pps, polarity was tripolar, electrode #3 was anode, and electrode #1, #2 was cathode, the usage was 24 hours/day. No x-ray images were available. Telemetry data was available and will be noted below. The issue was resolved at the time of the report and the device was to be returned to the facility. No patientsymptoms or further complications were reported as a result of this event. C&0: 23030 ohms, c&1: 37934 ohms, c&2: >40000 ohms, 0&1: 36168 ohms, 0&2: >40000 ohms, 0&3: >40000 ohms, 1&2: >40000 ohms, 1&3: >40000 ohms, 2&3: >40000 ohms, c&8: 1061 ohms, c&9: 915 ohms, c&10: 906 ohms, c&11: 857 ohms, 8&9: 1200 ohms, 8&10: 1465 ohms, 8&11: 1478 ohms, 9&10: 1101 ohms, 9&11: 1255 ohms, 10&11: 1019 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.